Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Couldn't contact customer back for a replacement. Most likely underlying root cause of malfunction: sample issue. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose test results accompanied by symptoms. The son is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 42 mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report feeling a little lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is 1-2 weeks ago. The meter memory was not reviewed for previous test result history. This son is calling for his mother who got an e-0 error one time but I could not verify that error message. I had him re-stick her finger to do another blood results correctly and the mother got a result of 42 mg/dl. She was feeling a little light headed so he wanted to feed her, gave her some orange juice and will give her a sandwich. I will call the son back is a couple of hours to see how his mother is doing. Did not replace meter since the son wanted to make sure his mother had something to eat now. Not able to reach customer after 3 follow attempts.